Manufacturer narrative:
(B)(4).

Event description:
A pump alarm was heard. The pt was seen in the ER due to the alarming. Telemetry confirmed a critical alarm was occurring. The pump was in safe state; a reset occurred. The pt appeared fine clinically until (B)(6) 2011; then increased tone was observed. The pt's pump dose had been reduced recently to prepare for a system explant. The intrathecal dose of baclofen at the time of the reset/safe state was 500mcg/day. The pt was being covered with oral baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.